Event description:
Baxter received a report from a baxter technician to report the vest 105 / 205 power cord sparked. The bed was located at the account. Here was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A power cord was shipped overnight to resolve the reported event. Based on this information, no further action is required.